Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be used to treat an impassable esophageal cancer during a procedure performed on (B)(6) 2024. The patient's anatomy was not dilated prior to stent placement. During the procedure. The device could not pass through the tumour. The device was removed was then removed from the patient. Upon inspection, it was noted that the tip of the delivery system was slightly separated from the sheath. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block g4: premarket/510(k) k073266, k233939 - reported here as it exceeded the number of maximum character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of partially deployed esophageal stent.

Manufacturer narrative:
Block b5 has been corrected. Block g4: premarket/510(k) k073266, k233939 - reported here as it exceeded the number of maximum character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of partially deployed esophageal stent.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be used to treat an impassable esophageal cancer during a procedure performed on (B)(6) 2024. The patient's anatomy was not dilated prior to stent placement. During the procedure, the device could not pass through the tumor. The device was then removed from the patient. Upon inspection, it was noted that the tip of the delivery system was slightly separated from the sheath. No patient complications were reported as a result of this event.